Event description:
A nurse reported that bubbles were seen coming from the cutter and infusion line during a left eye vitreoretinal procedure. The surgeon made an additional incision to clear the bubbles. There was no patient harm. Additional information has been requested. A product sample is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. Visual and functional testing could not be conducted because no product sample was received for evaluation. Without a sample, it is not possible to isolate the root cause. Based on the customer¿s report, it is possible that bubbles were observed; however, we are unable to confirm this event. (B)(4).